Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen appeared unresponsive when the user attempted to unlock the device, with no visible cracks, and functionality was achieved after several attempts; the user sent photos instead of a video due to limited technical proficiency, and the device problem involved an unresponsive key or button associated with the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed a software problem associated with an unresponsive control on the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.